Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s new trial is still underway. They stated that the patient turned off their stimulator to resolve their pain and numbness. The rep then noted that the patient¿s pain and numbness has not been resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported that since date of implant, the patient was experiencing pain around the circumference of thoracic area and numbness from the left lateral to anterior thoracic; distal tip of permanent lead at bottom of t5. The patient was having another ins trial on (B)(6) 2018 to see if a lower lead placement helps the low back pain. If the trial is successful, the healthcare provider (hcp) will remove the existing lead and implant a new lead. If the trial is unsuccessful, the hcp would explant the entire ins system. No further complications were reported/anticipated.